Event description:
A group home nurse reported that they had a who patent was complaining intermittently around (B)(6) 2012, of "hearing a mosquito in his ears" and sometimes describes it as a "bee sound". No testing on the vns was performed. The reporter indicated that per visualization of the ear canals, tympanic membranes bilaterally, there is no foreign body and the exam was negative. It was reported that the patient had been having hiccups several times a day throughout the last (B)(6) days ((B)(6) 2012). While the patient's total number of seizures have not significantly decreased, the duration for each seizure has since the new vns was implanted (B)(6) 2011. Since the patient's daily vns magnet swipes have been discontinued, there has been a decrease in the buzzing sounds in his ears as well as the hiccups. The patient does cough after a vns swipe-done for seizure activity only. The patient had his therapy adjusted and unknown what to at this time. After their settings were adjusted the patient started to have an increase in seizures. It is unknown if they were over their prevns rate. His vimpat and ativan have both been increased due to increased seizure activity. No change in seizure type-continue to be gran mals. The patient does have pretty severe episodes of coughing after a vns swipe, sometimes to the point of vomiting. Thus far no further information has been attained.